Event description:
16 french temp sensing foley in situ (situ-in original location) (redacted date) (redacted time) to (redacted date) (redacted time). Catheter found out of patient, balloon deflated. Suspected failure of valve on inflation port.